Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient had died of heart failure, which may be related to the implantable pulse generator (ipg). The device status is unknown.